Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an MRI was ordered due to the patient experiencing worsening lower right extremity pain and to evaluate the catheter tip for granuloma. It was reported that there was a volume discrepancies. The cause of the discrepancy was unknown but for 2 refills, the volume was greater than the expected. A dye study was done and no issues were noted. It was reported that the patient had symptoms of "under-dose symptoms." The patient described episodic relief and episodic increased pain level lasting 24 hours for the past three months. The pump was explanted from (B)(6) 2015. At time of explant, was able to aspirate catheter "3cc." The physician's decision was to explant and replace the pump. The catheter remained implanted. The patient's status at the time of report was "alive- no injury." The pump system was delivering hydromorphone (dilaudid), clonidine and bupivacaine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4) product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.